Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging that on the patient experienced hyperglycemia while on insulin pump therapy with blood glucose (bg) measuring ¿high¿ on the meter during the night. The patient¿s bg in the morning was reportedly 200-300 mg/dl with the occurrence of an occlusion. The patient reportedly received insulin via syringe injection with the bg responding by lowering to 175 mg/dl. The reporter alleged recurring occlusion alarms with infusion set tubing/site. There was no occlusion alarm during troubleshooting by animas customer support. Customer support determined that instructions for use had been followed during infusion set insertion. This complaint is being reported because the reporter alleged hyperglycemia while on insulin pump therapy with cartridge occlusion that was not resolved after troubleshooting efforts.

Manufacturer narrative:
The cartridge was returned to animas and investigated with the following findings. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.